Event description:
The pt was given plavix and clopidogrel or ticlodipine pre-procedure; integrilin, aspirin, lovenox and heparin infusion were administered pre-procedure, as well. Add'l info has been requested.